Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 500 mg/dl and stated that she felt it was due to scar tissue. She reported that when she changes the infusion set she notices the cannula is kinked. Nothing further was reported.